Manufacturer narrative:
The customer¿s report that the quad fuse tubing set was cracked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a crack in the female luer wall on the opposite end of the injection gate of the set. The location of the luer gate on the female luer (below the ¿wings¿) indicates that this female luer was manufactured after the change order that moved the injection gate to a lower location to help mitigate and prevent female luer cracks. No tool marks or signs of over torque were observed. No damages were observed on the male luer. Functional testing confirmed leaking from the cracked female luer. The root cause of the crack is a result of internal stresses created in the luer during the manufacturing process that make it more susceptible to chemical/mechanical attacks. Device history record for model 10015817 could not be performed due to no lot number being provided by customer.

Event description:
It was reported that the quad fuse tubing set was cracked at the central venous line (cvl). After patient assessment, it was noted that blood and intravenous fluid (ivf) were seen on the patient's bed. It was also noted that cvl was backed up with blood. The sterile drip line change was completed after line was flushed and ivf was moved to an alternate site. There were no adverse effects cause to the patient from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is a pediatric. Although requested, patient demographics were not provided.

Event description:
It was reported that the quad fuse tubing set was cracked at the central venous line (cvl). After patient assessment, it was noted that blood and intravenous fluid (ivf) were seen on the patient's bed. It was also noted that cvl was backed up with blood. The sterile drip line change was completed after line was flushed and ivf was moved to an alternate site. There were no adverse effects cause to the patient from the event.